Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and check settings. The customer was advised to disconnect at the quick release. He was assisted with performing a 5.0 fixed prime, and he stated that the insulin did exit and the insulin pump alarmed no delivery at 3.1 units. The customer's blood glucose was 166 mg/dl. He was advised to manually push insulin through the tubing and insulin did exit the tubing. He was advised to rewind the insulin pump, reinsert the reservoir and run a manual prime until at least 5.0 units. He reported that the insulin pump alarmed no delivery during the manual prime. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.